Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was selected for implantation. During the procedure, prior to the device being implanted, the patient experienced a left bundle branch block. The heart block occurred before pre-dilatation. The heart block remained after the procedure. The heart block did not worsen post procedure, and there was no intervention/treatment performed to treat the heart block. The patient is reported to be stable. There is no reported allegation of malfunction against the abbott device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2022, the patient was admitted to the hospital due to a pseudoaneurysm of the left femoral artery. Surgical intervention was done to treat the patient. It is thought that the pseudoaneurysm was caused by the procedure, but not the flexnav delivery system. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block and pseudoaneurysm was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed to or caused damage at the access site could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but may be caused by the access done for the tavi procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.